Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an intermittent vibration issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/013/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/18/2016 with the following findings: during investigation, the original complaint of intermittent vibration was unable to be duplicated. The pump powered on with functional vibration alarm. The pump was opened and there were no intermittent conditions found on the motor contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.